Manufacturer narrative:
Result of investigation: the vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The fa group performed a power cycle on in the user mode, which displayed the reported alarm behavior. The gde was then cycled in the service mode. The calibration data was reviewed ,which found the expiratory (exp) pressure transducer out of tolerance within the transducer communication alarm assembly, which would not calibrate. The reported event was duplicated and the root cause was associated with a material issue with the exp transducer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled power to the device and duplicated the reported alarm conditions. The fse performed a visual and physical inspection, which found a loose connector within the gas delivery engine (gde). The transducer calibrations were performed however, the expiratory pressure transducer was railed out of tolerance and could not be calibrated. The fse replaced the gde, which resolved the reported event. The device met manufacture specifications and the device was return to the customer. The suspect gde evaluation will be included in a supplemental report.

Event description:
The customer reported an unresolved ext high ppeak, circuit occlusion alarms and the ventilator not ventilating on startup of the device. The customer stated no patient issue was associated with this event.